Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00301.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance two ruby coils into a non-penumbra microcatheter, the ruby coils would not advance within their introducer sheath; therefore, they were removed. The procedure was completed using other coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at its proximal end. The pusher assembly was returned outside of the introducer sheath and the introducer sheath was ovalized at approximately 54.0 cm from the proximal end. The embolization coil stretch resistant wire (sr wire) was fractured and the coil had offset coil winds. Conclusions: evaluation of the returned ruby coils revealed that the embolization coils had offset coil winds along their length. If the introducer sheath is not properly aligned inside the hub of the microcatheter, resistance may be encountered while advancing the coil into the microcatheter. If the ruby coils are forcefully advanced against resistance, damage such as offset coil winds may occur. Further investigation revealed that the second ruby coil had kinks on the proximal end of the pusher assembly and the embolization coil stretch resistant wire was fractured. Based on the returned condition, these damages were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00301.